Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted ukr surgery, the anspach emax 2 plus hand piece - rohs was really hot and the cable is destroyed. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Section h10: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, serial number (B)(4), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear and tear as a result of repeated use. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4)nsection h6 (impact code) was corrected.

Manufacturer narrative:
Section h10: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, l46312757401, used for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The outer sheath has detached from the drill end. The most likely cause is related to product mishandling during the cleaning and decontamination process. The reported problem was confirmed with a functional evaluation. The 60 second drill test was completed. The test failed. The drill overheated and a grinding noise was present which is indicative of extreme motor and bearing wear. The most likely cause is motor and bearing wear. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).